Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the 400-500s mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support had the customer perform a system check and the infusion set site appeared to possibly be related to the occlusion; however, the customer reported that humalog had been used in the cartridge for 3 days. The customer indicated that the cartridge would be changed within the 48 hour timeframe.